Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-05038 and 2134265-2014-05039. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the motor drive unit was used in conjunction with an atlantis¿ sr pro and a sled. Upon pullback , automatic pullback failed and the physician thinks that pullback will no longer work. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status is stable.